Event description:
Unknown doctor injected radiesse dermal filler (1.3 cc +0.2 cc lidocaine w/o epinephrine) total 1.0 cc in nose area with 25 gauge cannula. After injection, the pt's skin was pale without pain. Doctor provided not compresses. One day post injection, pt's nasal dorsum became white accompanied with black. No treatment was provided. Four days post after injection, the pt was transferred to hospital for antibiotic treatment. Hyperbaric oxygen treatment was delivered five days post injection. Pt received 10 treatments. Area scabbed and scab fell off. Pt has a 0.5 x 0.2 cm defect in the nasal dorsum.

Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unknown.